Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was rear ended on a motorcycle and the insulin pump broke. Under the screen it seemed like there was ink. Some parts of the screen were showing. Customer's glucose level was not reported. The display did not return to normal after inserting a battery. The insulin pump was bumped and dropped. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.